Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the root cause was determined to be a use error- the patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
A nurse contacted baxter australia regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during dwell 3. The home patient (hp) had already cleared the alarm prior to calling. The hp had disconnected and then reconnected, not using proper disconnects procedures. The hc may have started draining without the hp being connected. The technical service representative (tsr) advised the hp to contact their nurse about the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.